Manufacturer narrative:
Results: eval confirmed the reported issue and revealed that the nurse call cable has a secure fit when inserted into the nurse call receptacle and sends a signal to activate the red led at the nurse call test fixture when weight is removed from the sensor pad, but when the nurse call cable is wiggled, the red led turns on and off. The nurse call receptacle housing is loose and there are cracks on the dust covers outside of the battery compartment. (B)(4).

Event description:
Customer reported that the alarm does not return to monitoring mode when in use with the nurse call cable. The date the issue was discovered is unk. No pt incident or injury was reported.